Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Fourteen devices were received for evaluation; 13 events were confirmed during testing. Nine devices were found to be affected by broken down bearing lubrication. Four devices were found to be affected by internal corrosion and broken down bearing lubrication. One device was found to be within specifications for the reported event. Two devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 16 malfunction events in which the device had paint chips. Fifteen had no patient involvement; no patient impact. 1 had patient involvement; no patient impact.

Event description:
This report summarizes 16 malfunction events in which the device was overheating. Fifteen had no patient involvement; no patient impact. One had patient involvement; no patient impact.